Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that he had a stomach virus. Customer was vomiting. The blood glucose reading at the time of the event was 404 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with fluids and IV. Nothing further reported.